Manufacturer narrative:
Concomitant products: st. Jude lead, implanted: (B)(6) 2017.

Event description:
It was reported that a pericardial effusion had occurred after the right ventricular (rv) lead was implanted and perforated the heart. An echocardiograph shows a small to moderate pericardial effusion. A pericardialcentesis drain was put in place because the rv looked relatively small and collapsed, suggesting a tamponade. After the drain, the patient recovered with treatment and further echocardiograph shows a small to moderate pericardial effusion but no evidence of a tamponade. The rv lead was left in use. The patient was enrolled in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.